Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed. Service history review determined that this device has not been previously sent into service for the reported condition of "alarmed for air in line".

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump which alarmed for air in line when there was no air present in the line. The reported condition occurred during patient use in the doctor's office. There were no reports of patient injury or medical intervention. No additional information is currently available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.